Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose ranging from 36 mg/dl to 300 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and had a doctor's office visit regarding treatment. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed delivery accuracy testing and all required testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.